Event description:
Approximately 14 months after original surgery, it was noted that the stem on the tibial insert had broken off.

Manufacturer narrative:
The tibial insert post broke because of joint instability and extreme hyperextension (10-15 degrees) of the original implanted components. The original insert that was implanted was 8mm thick. At revision, a 16mm insert was implanted in order to restore joint stability. This implies that there was an 8mm gap in the joint space. An 8mm gap would allow the femoral component to repeatedly contact the anterior surface of the tibial insert post throughout normal daily activity, eventually breaking it. The surgeon feels that the laxity may have been due to the patient's multiple sclerosis and the original hyperextension of the components.